Event description:
Boston scientific received information that this device system exhibited a shock impedance measurement less than 20 ohms. Additional information was sought from the local area sales representative reported that the patient was brought into the clinic for further testing. Through multiple unspecified maneuvers, the shock impedance measured within acceptable limits. The physician elected to perform a chest x-ray to verify the integrity of the device system. If the x-ray results returned unremarkable, normal follow up would be performed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.